Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed as product identifying information was not provided by the reporter. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge shooter rode over the lens and scratched it. A back up lens was used and they were able to proceed and complete the surgery. No patient harm reported. Additional information has been requested.